Event description:
It was reported that the anchor broke.

Event description:
It was reported that the anchor broke. The device provided adequate fixation despite the small breakage of the anchor. The pieces were removed using mechanical resection.

Manufacturer narrative:
Two microraptor regenesorb sa anchor assemblies were returned for evaluation. No anchors were returned only the delivery devices. Visual assessment of sample (1) showed no abnormalities. Visual assessment of sample (2) showed the distal end of the delivery device where the anchor interfaces is splayed and cracked. Clinical details were provided that stated distal pressure was not maintained on the inserter handle during implantation of the anchor.